Event description:
The patient was revised because of disassociation. During the original surgery the reselected humerus was left rough and uneven so the humeral head did not securely lock on the taper.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the information provided, as the lot and or part/lot number required to review the device history records were not provided. Provided information states during the original surgery, the resected humerus was left rough and uneven so the humeral head did not securely lock on to the taper. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the products and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.